Event description:
Boston scientific received information that a red alert for high shock right ventricular (rv) lead impedance was detected on this implantable cardioverter defibrillator (ICD). The patient was going to be followed up. No adverse patient effects were reported. The lead and the device remain in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.